Manufacturer narrative:
The reported glidescope core 15-inch monitor was returned to verathon for evaluation along with a glidescope core quickconnect cable. The verathon sustaining engineer upon inspection discovered an unreported power management issue along with unreported damages to the glidescope core 15-inch monitor screen, back shell housing, and scuff marks to both the monitor and cable. The unreported power management issue and damages found to both the monitor and cable most likely occurred during the long in-transit time back to verathon. The verathon sustaining engineer evaluated the returned monitor and cable for the original reported issues and confirmed the reported image issues by the customer. When connecting the customer's glidescope core 15-inch monitor and glidescope core quick connect cable to a known, good, test verathon single-use bronchoscope, they observed instances of dark image, freezing, flickering and horizontal lines across the image on the screen. The verathon sustaining engineer stated that the test bronchoscope used in the initial testing was from an older lot number that was prior to a corrective and preventive action (CAPA) implementation made for the single-use bronchoscope. The verathon sustaining engineer then connected the customer's monitor and cable to a newer test verathon single-use bronchoscope manufactured after the CAPA implementation and confirmed they did not observe any image issues; the monitor image was normal. Due to the length it took to receive the device for investigation from when the initial image issue occurred, the most probable cause was that the glidescope core 15-inch monitor was being used in combination with a glidescope bflex 3.8 bronchoscope manufactured prior to a resistors change made to the bflex receptacle. Based on the investigation by the verathon sustaining engineer when they connected the customer's monitor and cable to an older test verathon single-use bronchoscope manufactured before the resistors change was implemented, they were able to reproduce some of the reported issues. When they connected the monitor to a newer test verathon single-use bronchoscope manufactured after the resistors change was implemented, they confirmed they did not observe any image issues; the monitor image was normal. Verathon had completed its investigation of the reported dark image issue for the combination of the glidescope 15-inch monitor in conjunction with a glidescope bflex single-use bronchoscope in CAPA-2021-0003. Measurements of the analog video signal were taken when a dark image was displayed. The analog video clock signal timing was observed to be delayed, resulting in the transmission of the dark image. A design review was conducted, the delay was determined to be result of two resistor sets in the bflex receptacle. Improving one or both resistor sets was shown to reduce or eliminate the instances of dark image. Verification samples were produced with the component improvements made on the bflex receptacle, design verification was completed, and an engineering change order (eco) was released to implement the changes. As part of the investigation a post launch risk assessment (plra) was performed. The plra determined that the observed severity and probability of occurrence for this failure mode were in alignment with the predicted severity and probability of occurrence. During the plra, complaint data was reviewed. In all instances the user completed an unplug/plug sequence to restore functionality or switched to a backup device to complete the procedure. No adverse events were reported. Based on this review of the system risk assessment and the complaint data no additional action is required, verathon will continue to monitor for trends. All forward production incorporates this change.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image on the screen was flickering on and off, was distorted and discolored. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.